Event description:
In 2008, the patient reported his primary insulin infusion device displayed an e6 mechanical error) message 1-2 weeks ago and he switched to his backup infusion device. He stated the primary device displayed an e6 twice when the piston rod reached 176 units of insulin remaining. He said he changed the rechargeable device battery but the device again displayed an e6 at 176 units. The patient called back later the same day, and said he purchased new alkaline batteries, and tried them in his primary device. He stated the piston rod slowed down and stopped at 176 units and the device then displayed an e6. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested to be returned for evaluation.